Event description:
While preparing to transport a patient on a helicopter, while testing the unit before use, it turned off after a couple minutes of being turned on. The device had a new battery replaced on (B)(6) 2019 and it was serviced by the manufacturer on (B)(6) 2018. The unit was maintained on a charge cycle. Upon reviewing records, there has been a couple of instances on various units with the same battery issue.